Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached after six days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced a loss of consciousness, was unable to self-treat receiving unspecified third-party treatment from a non-healthcare professional, and had contact with a healthcare professional (hcp). The hcp performed a blood glucose measurement, with result of 1.4 mmol/l, prior to providing third-party treatment of "glucose via infusion." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached after six days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced a loss of consciousness, was unable to self-treat receiving unspecified third-party treatment from a non-healthcare professional, and had contact with a healthcare professional (hcp). The hcp performed a blood glucose measurement, with result of 1.4 mmol/l, prior to providing third-party treatment of "glucose via infusion." There was no report of death or permanent injury associated with this event.